Event description:
It was reported that the bd plastipak¿ luer slip syringe tip was broken. The following information was provided by the initial reporter, translated from portuguese: "syringe with broken tip."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer slip syringe tip was broken. The following information was provided by the initial reporter, translated from portuguese: "syringe with broken tip."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-sep-2022. H6: investigation summary: samples and photos received by our quality team for investigation. Upon visual inspection, the luer is broken and damaged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.